Event description:
Reportedly, the device was explanted after an implant duration of 4 months due to prosthetic valve endocarditis. Extensive abscess was observed on the device; therefore, the device will not be returned due to infection. Type of infection reported as mnns. Source unknown. No additional info provided.

Manufacturer narrative:
Device not returned.